Manufacturer narrative:
E1: (B)(6) hospital (added here due to maximum character limitation). The device was returned to olympus for evaluation and the evaluation found that water tightness was lost due to pinhole on connecting tube; streak of flare appeared in the image because objective lens was shaved; objective lens was shaved; light guide bundle was slipping down; bending angle in up direction did not meet the standard value due to wear of angle wire; control unit was sticky due to water leakage; universal cord, video cable had a dent; image guide protector had a cut; universal cord and up/down angulation lever plate were sticky; connecting tube had a dent, wrinkle and coating peeled; bending section cover had a scratch; adhesive on bending section cover had chipped; distal end had a dent; switch 1, switch 4 did not work due to damage; video connector case, video connector, forceps elevator(surgical products) was deformed; label on light guide connector was peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rhino-laryngo videoscope had black spots in the video. The device was returned for evaluation. During the device evaluation, the foreign material in the bending section cover was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.